Event description:
Primevigilance notified teoxane of an adverse event on 20-nov-2023. The patient was injected on (B)(6) 2023 with approximately 0.1 ml of rha 2 or rha redensity in the glabella with a needle. The same day, the patient was treated with another injectable treatment (8 units of juveau). It was mentioned that the injector was not licensed nor had a medical background and injected under the supervision of a medical doctor. The evening after the injection, on (B)(6) 2023, the patient complained about discoloration, accompanied with little pain, dryness, and redness. These symptoms were assessed as an area of infection and described as extending down to the nose and up the forehead. The symptoms were further diagnosed as vascular compromise. On (B)(6) 2023, the patient was treated with 1 vial of hyaluronidase and was prescribed with the following: - non-steroid anti-inflammatory drug (aspirin) once a day - antibiotic (augmentin) twice a day - corticosteroid (medrol): 3 times a day. - topical antibiotic cream applied every 4-6 hours to the affected area the injector consulted a colleague to provide support on that case. On 21-nov-2023, we were informed that the patient was recovering. Despite reminders, no additional information could be retrieved. Thus, the complaint was closed as is.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.  As per the section "precautions" of teoxane products instruction for use, in order to minimize the risks of potential complications, this product should only be used by experienced health care practitioners who have appropriate training in filler injection techniques and who are knowledgeable about the anatomy at and around the site of injection. Therefore, the fact that the injector had no license and had no medical background, even if authorized in texas, USA, constitutes misuse for which the safety and performance of the product cannot be guaranteed. Of note, the issue has been shared with the sr, director of sales training, and the issue will be addressed.

Event description:
Primevigilance notified teoxane of an adverse event on 20-nov-2023. The patient was injected on (B)(6) 2023 with approximately 0.1 ml of rha 2 in the glabella with a needle. The same day, the patient was treated with another injectable treatment (8 units of juveau). The evening after the injection, on (B)(6) 2023, the patient complained about discoloration, accompanied with little pain, dryness, and redness. These symptoms were assessed as an area of infection and described as extending down to the nose and up the forehead. The symptoms were further diagnosed as vascular compromise. On (B)(6) 2023, the patient was treated with 1 vial of hyaluronidase and was prescribed with the following: - non-steroid anti-inflammatory drug (aspirin) once a day - antibiotic (augmentin) twice a day - corticosteroid (medrol): 3 timesaa day. - topical antibiotic cream applied every 4-6 hours to the affected area the injector consulted a colleague to provide support on that case. On 21-nov-2023, we were informed that the patient was recovering. The situation remains monitored.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.